Manufacturer narrative:
Additional information was received stating the inappropriate therapy the patient received was anti-tachycardia pacing (atp) and inappropriate shocks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remained in service and a competitive replacement rv lead was implanted and interfaced to this device. Approximately, one month later, the patient twiddled the device a second time resulting in dislodgement of the rv lead. A revision procedure was performed and this device and the rv lead were removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddlers syndrome and had twiddled this device and the associated right ventricular (rv) lead. Oversensing was noted which resulted in inappropriate therapy. A revision procedure was performed and the rv lead was found to be dislodged. The lead was removed from service and replaced. The device remained in service and a competitive replacement rv lead was implanted and interfaced to this device. Approximately one month later, the patient twiddled the device a second time resulting in dislodgement of replacement rv lead. A second revision procedure was performed and this device and the rv lead were removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.